Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative which reported that the reason for the catheter exploration/potential revision was that there was some swelling at the middle incision which the healthcare provider thought could possibly be coming from the catheter.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient receiving unknown drug via an implanted pump. The indication use was for spinal pain. The company representative reported that she was one her way to a catheter revision and asked for options if a new segment of catheter had to be spliced in. The company representative stated she wanted to know options specifically if a segment between the pump and spinal segment needed to be spliced in, what options they would have. The technical services (tss) discussed aspirating from the catheter access port (cap) chamber and priming length of catheter + cap chamber. The tss also discussed if unable to aspirate at the cap, there will be a gap in therapy. The tss reviewed calculating gap in therapy and time for old drug to be delivered. The company representative stated she does not know who the pump managing physician. The company representative also stated according to ¿mstar¿ the drug in the pump was baclofen but she was not sure. The company representative had no other information regarding event date/reason for revision. No symptom was reported.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (b)(6 2022. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type catheter b5 was corrected to include information received prior to the initial report that was not captured in the initial report. Additional information was also received and included in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient receiving unknown drug via an implanted pump. The indication use was for spinal pain. The company representative reported that she was one her way to a catheter revision and asked for options if a new segment of catheter had to be spliced in. The company representative stated she wanted to know options specifically if a segment between the pump and spinal segment needed to be spliced in, what options they would have. The manufacturer's technical services specialist (tss) discussed aspirating from the catheter access port (cap) chamber and priming length of catheter + cap chamber. The tss also discussed if unable to aspirate at the cap, there will be a gap in therapy. The tss reviewed calculating gap in therapy and time for old drug to be delivered. The company representative stated she does not know who the pump managing physician. The company representative also stated according to ¿mstar¿ the drug in the pump was baclofen but she was not sure. The company representative had no other information regarding event date/reason for revision. No symptoms were reported. The company representative called back later that day and said the physician thought the catheter might have been nicked during closing so they were going to replace some of the catheter including the connector. Tss reviewed the pin inside the connector isn't counted as between the catheter that covers the pin and the lower volume of the pin, it essentially equaled out. Additional information was received from the manufacturer representative. It was reported that the catheter turned out to be fine and no revision was necessary. The midline incision was explored and it was determined that the catheter was fine and there was no fluid leaking from the catheter. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the swelling at the catheter was unknown, but had been resolved.